Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading was 157 mg/dl. The customer stated that he was unable to exit the preparing to prime loop and is stuck in the bolus delivery loop. No significant event leading to the alarm was observed. The customer reported that the drive support cap was sticking out. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.